Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (device dropped) has been confirmed. Upon evaluation the monitor case and lcd were cracked, the end cap was removed from the case, severing the high voltage wires, and components on the computer analog board and defibrillator board were damaged. The cause for the extensive damage to the monitor is the monitor was dropped. The root cause for the dropped monitor cannot be positively determined as the details of the event were vague. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
Zoll customer support spoke with a (B)(6) female pt who alleged her device "broke". During the call she states the "jacket broke" but did not clarify the details of the event. Later she admitted to "[dropping] it". The pt was provided with a replacement monitor.